Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose level of 40 mg/dl. The customer consumed carbohydrates prior to going to the hospital in attempt to resolve the issue. Customer was treated with intravenous fluids of saline while in the hospital. At the time of the report with tandem technical support the customer had not been discharged from the hospital; however, the issue was resolved with no permanent damage. The customer alleged the pump delivered boluses without user request. Tandem technical support reviewed the pump data and verified the pump delivered standard override boluses, however, the customer did not acknowledge that the boluses were requested by the user. The customer reverted to an alternate method for insulin therapy.